Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hyperglycemic event. On the day of the report, the patient called to report wearables that failed after warm up. During this call the patient mentioned she experienced diabetic ketoacidosis and was hospitalized for this. The event of dka took place in 2024 but the patient did not report more information regarding this, and if any cgm malfunction occurred at the time of the event. No other details were documented and further attempts to reach to reporter for more information were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.